Event description:
This procedure was performed on the sfa. The protege everflex stent delivery catheter passed through the lesion via a contralateral approach. After confirming the position, the stent was deployed in the right sfa. As the stent was being deployed, the delivery catheter bounced back and forth abnormally. On angiography, the stent appeared to be bunched up in the middle and foreshortened. Physician had difficulty passing balloons and devices through the stent after deployment. No injury to the pt reported. We could not confirm any shortening of the deployed protege everflex stent.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.